Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 3ml ll euro 200 s/c had foreign matter. The following information was provided by the initial reporter: before use, email from customer stated: I would like to report a syringe that has brown dirt on different spots. Lot: 4116991. Has an expiration date of march 31, 2029. The syringe's volume is 3 ml. This only involves a single syringe.

Manufacturer narrative:
One sample and three photos were provided to our quality team for investigation. Through visual inspection, it was observed that the barrel has three brownish discolorations consistent with embedded foreign matter. The condition observed is non-conforming per product specification. Potential root cause for the embedded foreign matter defect is associated with the molding process. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start-up. This type of defect is cosmetic and does not pose a risk to the customer. These conditions are occurring below their expected frequency, so no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number: 4116991. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.